Event description:
It was reported that during the implant procedure, noise resulting in oversensing was noted on the right ventricle leadless pacemaker while mapping the implant location. Tether mode was activated and no additional oversensing was noted. Abbott technical support was contacted and the right ventricle leadless pacemaker remains implanted. The patient was in stable condition.